Manufacturer narrative:
Became aware date is done by mistake please disregard the become aware date of previous report. Become aware date is updated in this report along with device name . Box g,b d are updated in this report . Tw (B)(4) 2518422-2024-52710 is done by mistake so please disregard .

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nose,irritationrespiratory tract irritationdizziness and/or headacheasthma(new or worsening)inflammatory responselung disease. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening) inflammatory response, lung disease. No other clinical information or medical interventions were reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box e: initial reporter (rfb) details and in box g: report source - other has been corrected. Product brand name (rfb) has been corrected. In box g: date received by mfg (rfb) has been updated. Section h6 was updated.